Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead was explanted due to lead fracture and high impedance out of range. No additional adverse patient effects were reported.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes.

Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead was explanted due to lead fracture and high impedance out of range. No additional adverse patient effects were reported.